Event description:
It was reported to boston scientific corporation that an ultratome xl was in the gallbladder during n endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician pulled the wire, the cutting wire broke. The physician cut the tip of the device as he worried the wire would damage the endoscope. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter adrress 1): (B)(6). Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the device was found cut in transition section, also the cut of the working length was not smooth, however the wire was smoothly cut. No other issues with the device were noted. The reported event was not confirmed. According to the product analysis performed to ultratome xl device was found the working length and the wire cut in distal section, based on complaint information states that the physician cut the tip of the device because he worried the wire would damage the endoscope, this failure found was caused during the procedure and it is possible that the factors encountered during the procedure, the technique used by the physician, the patient anatomy or by the interaction with the scope; could have contributed with the reported event therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was in the gallbladder during n endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician pulled the wire, the cutting wire broke. The physician cut the tip of the device as he worried the wire would damage the endoscope. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.